Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Unknown day, assumed 1st day of month ((B)(6) 2015) that complaint was reported. The device was not received for analysis; therefore, an investigation could not be performed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that prior to a laparoscopic appendectomy procedure, the gray firing trigger fell off of the device. The case was completed with another device of the same product code. There were no patient consequences reported. One device was discarded.